Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 5.9; lab: 2.5. Pt self tester tested at the lab, then 2 hours later tested on the inratio meter.

Manufacturer narrative:
Pt has factor v leiden. Pts health status at the time of coagulation test may lead to errors in testing or unexpected inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012; inratio: 5.9; reference: 2.5; mean: 4.20; confidence limits: 2.4-6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Reviewed reference test on reported lot #281271. In-house therapeutic donor testing has been performed on reported lot #218271 on (B)(6) 2012. Results as follows: donor: (B)(6); inratio: 1.7, 1.9, 1.9; reference: 1.79; bias threshold: 1.29 - 2.29; %cv: 6.30. Donor: (B)(6); inratio: 2.7, 2.9, 2.9; reference: 3.09; bias threshold: 2.09 - 4.09; %cv: 4.08. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further testing is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Pt's condition cannot be ruled out as a cause for the unexpected inr results. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. Root cause could not be determined. As reviewed on (B)(6) 2012, (B)(4) discrepant result complaints were reported for lot #281271 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is necessary. This issue will continue to be tracked and trended. Corrective action not required at this time.